Event description:
Customer reports obtaining results of 487mg/dl and 145mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reportedd and no treatment received. No valid quality controls wer used. Requested return of suspect device and replacement was sent.